Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a 5" (13cm) smallbore quadfuse ext set w/4 microclave® clear (red, green, yellow rings), 4 clamps, rotating luer where it was reported there was leaking from the peripherally inserted central catheter (PICC) line lumen 1 on the 4-way port where lipid is connected. There was a patient involvement, unknown delay in therapy but no patient harm.

Event description:
The returned smallbore quadfuse ext. Set/configuration and the four needleless connectors are not ICU medical manufactured products. Customer was notified.

Manufacturer narrative:
Received: one used. List #unknown, quadfuse ext set with green, blue, white, and yellow clamps; lot #unknown. --> four (4) used. List #unknown, needless access devices; lot #unknown. The smallbore quadfuse ext set and the four needleless connectors that were received, investigated under this complaint record were reviewed and analyzed. The results confirmed that the returned smallbore quadfuse ext. Set/configuration and the four needleless connectors are not ICU medical manufactured products. Customer notified; complaint/investigation record can be closed. The used set and mating devices were primed according to clinical use and there was leakage from one of the non-ICU medical needless access devices. There was no other leakage. The cause of the leakage is unknown due to the products being non-ICU medical products. A device history lot review could not be conducted because no lot number(s) was/were identified.